Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After a non bsc guidewire crossed the lesion, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of the coyote nc balloon catheter. The shafts, tip and balloon were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was tightly folded. Microscopic examination of the shaft and balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the exit notch and tip of the device. The inner shaft was microscopically examined and it was found that the inner shaft had a hole 2mm distal of the bi-component weld with scratches to the right of it. The damage is consistent to damage caused by a guidewire or product mandrel. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. There was no issues with the balloon, it inflated and had no leaks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After a non bsc guidewire crossed the lesion, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.